Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit passed the leaks test. Pump was received with minor scratched lcd window and cracked select button keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. The customer stated the device kept going from suspend to resume basal and does not accept the button press. Customer was asked to observe if time clock advances and it does. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.